Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.